Event description:
A customer reported unexpected negative reactions on an antibody screen when testing patient sample containing anti-kell by manual capture method. No adverse reactions occurred a result of the unexpected negative reactions.

Manufacturer narrative:
Recommended an increase in incubation time from 20 mins to 30 mins. Customer has increased incubation time from 20 mins to 40 mins. Customer states they are still getting 1+w reactions with repeat testing. Customer stated they are a small facility and technologists are all generalists, so it's difficult for them to differentiate a weak positive from a negative reaction. They do not frequently get samples with antibodies.